Event description:
It was reported that percutaneous coronary treatment procedure, a balloon rupture occurred. The 99% in-stent restenosis of an unknown stent was located in the moderately tortuous and moderately calcified proximal left circumflex artery. The physician advanced the 4.5x12mm quantum maverick balloon to the lesion and on the second inflation, inflated the balloon over 16atms and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was completed with the removal of this device. Patient status is reported as good.

Event description:
It was reported that percutaneous coronary treatment procedure, a balloon rupture occurred. The 99% in-stent restenosis of an unknown stent was located in the moderately tortuous and moderately calcified proximal left circumflex artery. The physician advanced the 4.5x12mm quantum maverick balloon to the lesion and on the second inflation, inflated the balloon over 16atms and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was completed with the removal of this device. Patient status is reported as good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: examination of the device found hardened blood and contrast present. The device was soaked in a warm circulating waterbath for 24 hours to loosen the hardened material and then the balloon was inflated to 16atm's for 5 minutes. No leaks were found. Examination of the remainder of the device revealed no other damage or irregularities. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).